Manufacturer narrative:
G4: the correct aware date for the initial MDR filed is 3/19/2020.

Manufacturer narrative:
The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and stenosis are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2017 the 2.5x38 mm xience alpine stent was implanted in the proximal left anterior descending (plad) coronary artery. On (B)(6) 2017 the 2.5x18 mm absorb gt1 was implanted in the ramus coronary artery. On (B)(6) 2020 the patient had a myocardial infarction and was found to have stenosis near the xience alpine stent. The stenosis was within 5 mm of the xience alpine stent. Percutaneous revascularization was performed and a drug eluting stent was implanted in the plad. The condition is continuing. No additional information was provided.